Event description:
Pt admitted to hospital for induction chemotherapy and placement of groshong catheter. Bilateral subclavian vein access was attempted but unsuccessfully because no blood was withdrawn from either side. Placement into the right internal jugular vein was done readily and tunneled over the catheter. Upon trying to withdraw and flush the lumens, the proximal lumen was completely obstructed. It was unclear what the nature of the problem was. This catheter was removed and the procedure was redone in entirety.